Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to position and clip open while locked were due to patient anatomy. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a posterior prolapse, and a rotated heart. An xtw clip was inserted and deployed on the mitral valve. It was noted imaging was challenging throughout the procedure. The clip was difficult to position due to patient anatomy. After deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on both leaflets. To further reduce mr, a second clip was deployed laterally and successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.